Event description:
A pt reported blood glucose results of "421 mg/dl and 183 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The pt did a control solution test using a new vial of test strips and it fell within the range. The test strips was replaced.